Manufacturer narrative:
Correction: d4 - UDI: this was omitted in earlier report and has now been entered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: b5: in previous report, the following should have been entered: related manufacturer report number: 1627487-2021-17087. It was reported that the patient's scs system was unable to enter MRI mode due to low impedances on the lead. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Event description:
Reference manufacturer report number: 1627487-2021-17087. It was reported that the patient's scs system was unable to enter MRI mode due to high impedances on the lead. In turn, the patient may undergo surgical intervention to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.